Event description:
A ventilator device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's board needs to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's board needs to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. New information/correction; correction to the above b5 statement: the bipap a40 was returned to a third-party service center for remediation and the technician confirmed that there was no foam particles present in the device. During the evaluation error code e-20 indicating (defective eeprom) was recorded in the event log. The occurrence of e-20 is reportable for software version 2.3 or below. This device is software version 3.6.1 original series which is log only and not a reportable malfunction. The system board was replaced to address the issue. A "ventilator inoperative" condition did not occur. In addition, the occurrence e-96 (unable to write to event log) was recorded in the event log which is also not a reportable malfunction. The accessory port cover was missing and was replaced. Dust and dirt were confirmed in the unit. Box e initial reporter contact information and box h coding was updated. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable.